Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned a conclusion code of cause not established, following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, dark image has occurred. It was also noted that air had not been removed during preparation for flushing. The procedure was completed with another of the same device. There was no patient complications reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned a conclusion code of cause not established, following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, dark image has occurred. It was also noted that air had not been removed during preparation for flushing. The procedure was completed with another of the same device. There was no patient complications reported.